Event description:
It was reported to covidien on 3/05/2009 that a customer had a problem with a urology tray. The customer reports that the user was stuck with a 3.5" unsheathed competitor needle that was found inside sealed tray, folded under the thumb of the glove. Customer reports hospital protocol followed for contaminated needle stick.

Manufacturer narrative:
(B) (4). An investigation is currently underway, upon completion the results will be forwarded.